Event description:
Customer reported a malfunction on pump, identified by malf 12. There was no adverse impact to customer¿s blood glucose level. Technical support provided information to reset pump and assisted customer with resetting, which successfully resolved malfunction. Customer was advised to continue using pump and contact technical support if issue recurs, which customer acknowledged and understood.